Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited increased thresholds, noise, and non-physiologic intervals. A fracture of the rv lead was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. A loss of electrical continuity was noted in the distal conductor. The analyst noted that the distal segment was returned. If information is provided in the future, a supplemental report will be issued.